Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was multiple inaccuracies between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, at the time of the report, the customer provided a cgm bg reading of 367 mg/dl, and a meter bg reading of 273 mg/dl. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.